Manufacturer narrative:
Incidental findings: power cable damage (cuts in the black power cable jacket, kinks in both power cables, broken orange/blue wires in the black power cable, conductor breakdown); fluid ingress. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm after the surgeon accidentally cut the pump cable during an outflow graft revision was confirmed via analysis of the log files and evaluation of the returned system controller (serial number: (B)(6)). The reported outflow graft revision is addressed via the pump investigation. Two log files were submitted for review and an additional log file was downloaded when the system controller was returned for evaluation. The controller event log files contained approximately 12 days of data combined (05dec2022 ¿ 14dec2022 and 20dec2022 ¿ 22dec2022 per the timestamps). A controller internal fault alarm activated at 12:16:54 on 22dec2022 due to a fuse a open fault. The controller internal fault alarm cleared immediately, and a driveline power fault alarm activated at 12:16:57 due to the power a open fault activating. The driveline power fault alarm remained active until the driveline was disconnected on 23dec2022 at 9:27:06 to exchange the system controller. The log file also captured the pump speed drop to 0 rpm on 22dec2022 at 12:16:55; this appears to be related to the reported event of the surgeon accidentally cutting the pump cable during the outflow graft revision. The pump restarted immediately and was captured above the low speed limit at 12:16:59. No other drops in pump speed below the low speed limit were captured while the driveline was connected. The controller was briefly connected to power after being exchanged, and a controller fault alarm was active due to the fuse a open fault. The driveline was not reconnected to the controller after being exchanged. The returned system controller was connected to a test power module and mock circulatory loop and a driveline power fault alarm activated. The controller operated the pump above the low speed limit without issue. Further evaluation of the controller confirmed that fuse a on the main printed circuit board (pcb) was open. Fuse a was replaced, and the alarms resolved. The controller operated on a mock circulatory loop with the returned modular cable for an extended period of without any issues or atypical alarms produced. The reported driveline power fault alarms were determined to be due to fuse a on the system controller main pcb being open as a result of the pump cable being accidentally cut by the surgeon during an outflow graft revision. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard, driveline power fault, controller fault, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. This section instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU (rev. G) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. G) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to their clinic on (B)(6) 2022 with concerns of low flow alarms. Log file analysis captured continuous flow drops to around 2.5 lpm. The periodic log file revealed the patient's flow had been gradually decreasing from around 5 lpm since (B)(6) 2022. The patient's pump speed was increased, which slightly increased pump flow. A computerized tomography (CT) scan performed revealed an outflow graft (ofg) obstruction; the patient underwent an ofg revision. During the revision on (B)(6) 2022, pump flow returned to normal parameters; however, the surgeon accidentally cut the pump cable. The damage appeared to be superficial, but a driveline power fault alarm occurred. Subsequent log file analysis revealed that current a was no longer functioning. The surgeon attempted to repair the pump cable with tissue, surgical glue and gortex. The controller and mod cable were then exchanged which resolved the driveline power fault. Subsequent log file showed an equal distribution between currents a and b. Related pump MFR #: 2916596-2022-16084. Related modular cable MFR #: 2916596-2022-16120.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.